Manufacturer narrative:
During inflation of a 4mm x 4cm x 90cm saber percutaneous transluminal angioplasty (pta) balloon catheter, the balloon ruptured at 12 atmospheres (atm). There was no patient injury. The lesion was the forearm anastomotic with stenosis, severe angulation with an acute bend (u-shaped). The lesion was 80% occluded and the ¿anastomotic part had severe tortuosity.¿ there was no calcification. The procedure being performed was a shunt pta. The access site was the left brachial. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. A non-cordis indeflator and contrast media was used the contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The balloon catheter was easily removed. The product was not returned for analysis. A device history record (DHR) review of lot 82166200 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The lesion was described as having severe angulation with an acute bend, severe tortuosity and 80 percent occlusion. It is likely these vessel characteristics contributed to the reported event. However, the procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and are therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During inflation of a 4 mm 4 cm 90 saber percutaneous transluminal angioplasty (pta) balloon catheter, the balloon ruptured at 12 atmospheres (atm). There was no patient injury and the device was mistakenly discarded. The lesion was the forearm anastomotic with stenosis. The lesion had severe angulation. The lesion was 80% occluded and the ¿anastomotic part had severe tortuosity.¿ there was no calcification. The procedure being performed was a shunt pta. The access site was the left brachial. The concomitant devices used were a, 4f super sheath, medikit) and a guide wire (18, radifocus 120, terumo). There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast media used visipaque by daiichi-sankyo. The contrast to saline ratio was 1:1. An everest indeflator by medikit was used in the procedure. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The lesion had a severe acute bend (u-shaped). The balloon inflated normally and the maximum inflation pressure was 12 atm. The balloon catheter was easily removed.